Event description:
It was reported that, following a trial procedure, the patient was admitted to the hospital for a wellness check. Patient then passed away due to medication overdose.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.